Event description:
Adverse event related to product - CPAP machine - remstarplus m series with 9 setting - used with nasal pillow mask. Adverse events include vertigo and worsening of tmj, requiring muscle relaxants and the creation of guards to reverse the jaw pain. Adverse event occurred due to lack of instruction and understanding by those distributing the device, about potential adverse reactions that could occur if tmj is present when one begins using the device. Consider requiring the inclusion of this info with the device when distributed. I was told the only possible adverse reaction is dry mouth and eyes - if the mask is not secured properly. From what I understand, my problems are not unique. Also, there is nothing stated in the information provided to me when I received the CPAP machine, that the machine could cause the ears to not drain and vertigo was possible. Diagnosis or reason for use: sleep apnea. Event abated after use stopped or dose reduced? Yes.